Event description:
It was reported that the patient was hospitalized for an unknown reason and a pacemaker check showed evidence of ventricular safety pacing (vsp) as there were observations of pacemaker spikes in the qrs. The cause of the vsp could not be determined and once the patient's metabolic status stabilized it resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.